Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item number: (B)(4), item name: m2a-magnum mod hd sz 44mm, lot #: 059620, item number: (B)(4), item name: magnum m2a taper adaptor, lot #: 304440, item number: (B)(4), item name: bimetric stem, lot #: 067690. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown m2a magnum head, lot #: unknown, item number: unknown, item name: unknown m2a magnum taper, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09485. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 9 years post-implantation due to pain. A cloudy gray fluid consistent with metallosis was noted during surgery. Attempts have been made and no additional information is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records noted the following: estimated blood loss 500 ml extended trochanteric osteotomy removal of femoral stem noted fluid consistent with metallosis, but appearing non-infectious no evidence of significant wearing of the cup no complications review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.